Manufacturer narrative:
The pump received with blank display due to corroded battery cap and corroded battery tube. Analysis was unable to performed displacement test, rewind, basic occlusion test, occlusion test, prime/ compromised force sensor test and the excessive no delivery test due to blank display. The pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a blank display. The blood glucose at the time of the incident was 330. The customer states the pump quit working. The customer states because the pump not working she is having a hard time regulating her sugar. The customer treated with a manual injection for the blood glucose. Troubleshooting was not able to resolve the issue and determine the battery compartment was corroded. The device will be returned for analysis.